Manufacturer narrative:
B2 selection was revised due to h6 coding change. H6 coding was reviewed and health effect - impact code was revised from f12 to f19.

Manufacturer narrative:
Additional information has been provided in d3. Papillary muscle rupture/pdi: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was noted to be on vasopressors and inotropes for hemodynamic support. A papillary muscle rupture occurred while the patient was on impella support. During mitral valve replacement the surgeon stated it looked to be an ischemic rupture and did not suspect the impella device to be the root cause of the injury. While on support, the impella cp device was operating at performance level 5 with expected flows of approximately 2.4 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned, and the patient survived with no additional adverse events.